Manufacturer narrative:
A review of the device history record is not possible as no lot number was provided. One used sample was provided for evaluation. There were significant biologic matter from secretions inside the tubing and suction line, which was removed after soaking the device. The tubing and assembly were visually inspected, and no holes were observed. The cuff was inflated, and no leakage was observed, even after submerging in water. The suction line is securely attached. The skive in the outer wall of the et tube was present. The skive did not penetrate through to the inner diameter of the tube. No holes were observed in the et tube. After the sample had completely dried, during additional evaluation, some of the dried matter was dislodged and fell out of the distal end of the tube. This matter formed a somewhat cylindrical shape and appeared to be dried biologic matter. The et tube was cut axially on the opposite side from the suction line. The interior wall of the tube was examined. No damage was observed on the inner wall. The root cause could not be determined as the reported event could not be confirmed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was reported that during a bronchoscopy procedure, the endotracheal tube was damaged. The subglottic layer of the tube was ripped away on the first pass. No further information has been provided at this time.

Manufacturer narrative:
Corrections: model and catalog number were switched in initial report. Initial incorrectly reported that device had not been evaluated, and that evaluation was anticipated. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).